Manufacturer narrative:
Based on the claim against the product by the customer noting usm 1 movement issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the universal surgical manipulator (usm) movement was delayed. The initial report was ambiguous and it can be interpreted as non-intuitive movement of the usm arm. The usm arm may have moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, universal surgical manipulator (usm) 1 movement exhibited delay. The customer received phone assistance from the technical support engineer (tse). Tse confirmed through the customer that there was no related error fault. Tse also confirmed that at the time of the event, usm 1 was controlled by the left master tool manipulator. The tse recommended the customer to reseat the drape on usm 1 and power cycle the system. The tse guided the customer to swap to usm 2, 3, and 4 as necessary to continue the procedure. The procedure was continued with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.